Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced the high blood glucose and had received the motor error alarm. The customer' blood glucose was 340, 471 mg/dl. The customer was treated with the insulin pump. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The drive support cap was appeared to normal. The customer was advised the insulin pump will need to be replaced, discontinue use of the insulin pump and refer to back up plan. The customer stated the high blood sugar was taken care of and was not need to trouble shoot. The product will not be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.